Event description:
Caller states that she tested 7.8 inr on the coaguchek xs system and 1.0 inr on a comparison lab. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
It was reported that the customer electrodes insulated wiring that enters the packaging was frayed and exposing the metal wires. There was no pt use associated with the event.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.